Event description:
This lead was implanted on (B)(6) 2004, and was explanted on (B)(6) 2011, due to an infected pocket. The physician was dr. (B)(6), at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).